Event description:
The facility's clinical consultant had first indicated that the belt of the sling gave way during the transfer, the resident slipped and fell, sustaining a fractured humeral head of their right shoulder. Further info received clarifies that while there was an injury that was sustained as originally reported, there was no tear reported on the sling, no functional errors found with the device by the facility's maintenance department, and both device and sling have been put back into circulation following the incident (it is unk which device and sling were involved as the facility has multiple sara 3000 lifts for use).

Manufacturer narrative:
(B)(4). The incident, a new clinical assessment has the pt only being fit for transfer with a passive left. The evaluation of the device to date has been carried out by a representative of the manufacturer's service and sales unit subsidiary divisions, not a direct employee of the MFR. The codes entered in this initial report have been selected based upon the info provided to the MFR. Additional info will be provided following the conclusion of the manufacturer's investigation.